Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 13-nov-2023. Medwatch report is mw5147099. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "needle will not push through or draw up vaccine/medication." "When trying to administer a vaccine, it would not push through the needle into the arm, other needles out of this lot/box would not draw up immunization or medication. Staff had to replace the needles with a new one."

Manufacturer narrative:
Pr 9275444 ¿ follow up MDR for device evaluation during review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information